Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 6.1 and 6.2 displayed the message ¿device not detected on bus, and the drawers could not be opened. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) confirmed that the drawer was seen in diagnostics but failed in application. So, the fse opened the back of the drawer and reseated the row board cable on controller board. After that tested drawer in diagnostics and ran final test. The system functioned as intended after the field service engineer repaired the device.